Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. On (B)(6) 2018 the patient was presented with an type 3a and 3b endoleak, and an aortic rupture. The physician elected to convert the patient to open surgical repair and the stent graft was explanted and a surgical graft was placed. The issue was resolved and as of the date of this report, there have been no additional patient sequelae reported and the patient is doing well.